Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary failed to open. The user attempted to recover the failed drawer, but the system continued to indicate that maintenance was required. The customer then rebooted the device, but the issue persisted. They also performed a full shutdown by unplugging the power cord from the back of the station for 2 to 5 minutes, reconnecting it, and powering the unit back on. Despite these steps, the drawer still could not be recovered and continued to fail. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, (B)(6) and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3.1 cubies not detected on bus. A field service engineer (fse) performed a three minute shutdown, but the error remained. Upon inspecting the back panel, all lights on both the module and controller boards were displaying properly. Both boards were replaced and the station was rebooted, but the drawer continued to show cubies as failed and not detected on the bus. Further inspection of the drawer side panel showed that four of the five cubie trays were not displaying orange lights on their boards. All row trays were reseated, metal debris under the trays was removed, and the station was rebooted again, but the cubies remained undetected. The fse recommended replacing the entire drawer. Good faith attempts were made to get the additional information regarding drawer replacement. No responses received from the field service engineer (fse) and the fse manager. Additional information will be added to the record if and when the information is received.